Manufacturer narrative:
The customer did not provide device logs for evaluation, and no additional information has been received. Technical support followed up with the customer but there has been no response. The claim will be closed due to no sample or information being returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device had multiple technical failure alarms trigger. Complainant indicated that there was no patient involvement in the reported issue.